Manufacturer narrative:
Microalbumin was calibrated and qc samples were run three (3) times. Some results for level I were outside the lab's established range. The bci engineer ran performance verification test (pvt) which failed for sample carryover. The bci engineer replaced the cartridge chemistries (cc) sample prove and collar wash. The repair was verified by running pvt precision testing and qc samples. Upon recur, the hardware failures, could cause erroneous results on any or all cc chemistries including pivotal chemistries. Malfunction will be assumed for the purposed of this analysis.

Event description:
Customer contacted beckman coulter (bc) in regards to erroneously high microalbumin (ma) results which were generated by dxc 800 pro analyzer. The results were reported out of laboratory when the operator noted high ma results, samples were repeated. Amended reports were issued.